Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the screen of the navigation system went blue while navigating instrumentation. It was reported that following a restart of the navigation system, functionality was restored but the site felt imprecise. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. No hardware parts were replaced. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.